Event description:
According to the customer, the anesthesia team reported that the balloon is not staying inflated leading to "several" incidents where the tube required reinsertion.

Manufacturer narrative:
According to the customer, the anesthesia team reported that the balloon is not staying inflated leading to "several" incidents where the tube required reinsertion. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to d9, h3, h6. After further investigation, it has been determined that a sample was returned and evaluated by the manufacturer on 1/13/26. The investigation involved testing of the actual/suspected device, trend analysis, and analysis of production records. Since no air bubbles were observed during evaluation of the returned samples, a device problem was neither found nor detected. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.